Event description:
Supplemental report is being submitted due to the completion of the investigation on 8-jun-2025.

Manufacturer narrative:
Device evaluation: 1 unit of zebd-7-12 of lot number: c2180200 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 nov 2024. On evaluation of the devices the following observations were made: visual inspection: stent and pigtail straightener returned. Straightener returned in correct orientation kink noted on 04th porthole on tapered end of stent. Functional inspection: 0.035" wire guide does not pass kink. Manufacturing records: prior to distribution zebd-7-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-12 of lot number: c2180200 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2180200. Instructions for use and/label: the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also states," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the IFU/label. It is also known from the available information that the incorrect wire guide was used with the replacement zebd-7-12 device to complete the procedure. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035-inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035-inch wire guide. As per information stated a 0.025-inch wire guide was used leading to kink noted on 04th porthole on tapered end of stent. CAPA: 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Corrective action/correction: CAPA: pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary: complaint is confirmed based on visual and/or functional inspection. Confirmed qty of devices: 01 used. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-7-12 was to be placed in bile duct approaching from duodenal via endoscope. After est (endoscopic papillotomy), the physician straightened zebd-7-12 and attempted to pass it over a guidewire (olympus/visiglide 25) placed in the intrahepatic bile duct, but the guidewire did not pass through due to a kink at the pig tail part. He used another same device (unknown lot) in the hospital. He used another same device (unknown lot) in the hospital. Patient outcome: no health hazard. Patient/event info - notes: for all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact device placement. 2 what was the target location for the stent? Bile duct. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? * olympus/visiglide 25. 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? The physician used another same device (unknown lot). 12 did the patient require any additional procedures as a result of this event? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf-260v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? No 11 was the stricture dilated prior to placing the device? Yes 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 25 did the patient require any additional procedures as a result of this event? No.